Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use, during drain 1 of 5. The hc realarmed and the home patient's caregiver (cg) stated the patient disconnected during dwell 1. The baxter technical service representative had the cg check the line for air bubbles but the cg was not sure if air bubbles were present. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 in regards to the event and she said the patient was not able to resume therapy after starting over with new supplies. She said they started over and it worked fine but the patient would not drain so they brought him into the hospital and they found fibrin and something growing around the catheter site. She said they are still working with the patient at the hospital to help address the draining issues.